Event description:
Hamilton medical ag received the following incident description: it can not show red color on the lamp.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Partner service engineer on site checked the device and found that alarm lamp board was defective. Alarm lamp board was replaced and device can be used as intended.